Event description:
It was reported that a large volume intermate had a luer lock that was ¿broken/detached¿ from the tubing. This was noticed prior to filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 21, 2011 to december 22, 2011. Evaluation summary: the device was returned for evaluation. Visual inspection noted that the distal luer lock had broken off from the tubing. The luer lock had not separated from the tubing, as part of the luer lock remained attached to the tubing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.